Event description:
Reportedly, the remote transmission displayed on the smartview website is empty. Preliminary analysis revealed that the observed behavior resulted from an issue at server level.

Manufacturer narrative:
Preliminary analysis revealed that the observed behavior resulted from an issue at server level.

Manufacturer narrative:
Analysis of available log files confirmed the reported behavior: on 2 february 2023, the remote report associated to the platinium dr s/n (B)(6) could not be displayed correctly. - in-depth analysis revealed that this issue resulted from an issue at the level of the back office between 1 february 2023 and 3 february 2023, which led prevented the transmission of the remote report. It should be noted that all pending transmissions were regenerated on 3 february 2023 at 19:10.

Event description:
Reportedly, the remote transmission displayed on the smartview website is empty.